Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg level. Reportedly, the customer "went through the load process with current supplies and resumed insulin."